Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was admitted for gastrointestinal (gi) bleed and questionable signs of heart failure with low flows. The pt experienced high unexplained pi's of up to 11 approx a week ago. The pt expired; however, the cause of death is unk. The pump is being returned for suspected thrombus.